Event description:
It was reported that the lead exhibited capture and sensing anomalies. An insulation break was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found proximal insulation abrasion at 22.4 cm from the connector pin and distal insulation damage at 21.5 cm from the connector pin. This could cause the reported sensing and capture anomalies due to a lead short. The damages found were consistent with clavicular crush damage.